Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 101191 with the following internal serum plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 101191 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) related to lot number 101191 showed that the complaint rate is (B)(6). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on a serum blood sample tested with the alere determine hiv 1/2 ag/ab combo. The test was repeated with a whole blood sample and a (B)(6) result was obtained. The patient then had a (B)(6) result with the abbott architect hiv test. The conflicting results of the two alere determine hiv 1/2 ag/ab combo tests suggest a malfunction may have occurred with one of the tests.